Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that on (B)(6) 2016, paramedics were called to customer's home due to customer being unconscious. Customer's blood glucose was 59 mg/dl. Customer refused to be taken to the hospital. On (B)(6) 2016, customer's blood glucose went from 231 mg/dl down to 50 mg/dl. Customer experienced vomiting and diarrhea. Customer went to the hospital where she was treated with fluids. Customer had a severe urinary tract infection. Customer's basal rates were adjusted and customer was released in the early morning. Customer declined troubleshooting insulin pump stating that insulin pump was working as it should. Customer was wearing insulin pump during each event.